Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: liang, c. Et al (2023), open reduction and internal fixation of irreducible displaced femoral neck fracture with femoral neck system: a preliminary study, bmc musculoskeletal disorders vol. 24 (826), pages 1-8 (china). The objective of this retrospective study was to evaluate the efficacy of direct anterior incision with the femoral neck system in the treatment of irreducible displaced femoral fractures. Between january 2020 to september 2021 a total of 16 young and middle-aged patients (11 male and 5 female) with a mean age of 34.8 years with irreducible displaced femoral neck fractures involving garden type iii and IV were treated using femoral neck system fixation by open reduction through direct anterior approach were included in the study. All patients were followed up with a mean follow-up time of 21.1 months. The following complications were reported as follows: - 12 patients with no or mild femoral neck shortening - 3 patients with moderate femoral neck shortening - 1 patient with severe femoral neck shortening - 1 patient developed a lower limb deep venous thrombosis (dvt) after surgery and received an inferior vena cava filter. This report involves one unk - constructs: fns. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: fns /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.